Event description:
A malfunction was reported with a malfunction code displayed, leading to the involvement of technical support. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.